Manufacturer narrative:
Report confirmed. Evaluation determined that the footed portion of the attachment was damaged by tool contact. The motor was disassembled and there was no debris or corrosion in the tool channel. The manufacturing records were reviewed and did not reflect any conditions that are related to the reported malfunction. The user manual contains the following warning "the attachment should not be used if any part of the attachment appears to be bent, loose, missing, or damaged. Excessive pressure or improper handling, such as bending or prying, of the attachment or dissecting tool may cause injury to the patient, operator and/or operating room staff." Our recommendation for factory service is based on the facility's usage; however it should not exceed 24 months. The attachment has been in use for 36 months without any record of factory service.

Event description:
It was reported that "bur cut through foot plate attachment (af02) but disposed of after case. No serious injury resulted." On follow-up it was confirmed that there was no patient impact.

Manufacturer narrative:
Report confirmed based on reported information. No evaluation was performed, as the device was not returned. If the device is returned in the future, product analysis may be performed. The manufacturing records were reviewed and did not reflect any conditions that are related to the reported malfunction. On follow-up it was confirmed that there was no patient impact. The user manual contains the following warning "the attachment should not be used if any part of the attachment appears to be bent, loose, missing, or damaged. Excessive pressure or improper handling, such as bending or prying, of the attachment or dissecting tool may cause injury to the patient, operator and/or operating room staff."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.